Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not detected on the bus. The field service engineer removed the back panel and inspected the lights on the drawer controller board as well as the pyxis control board, all of which appeared to be functioning normally. Then accessed the hta, opened the drawer, and successfully removed all lids without any complications. Subsequently, the station was powered down, the cables were reseated and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1.1 was not detected on bus. The customer stated that they turned off the machine and reseated cables and they were unable to get the medication. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from drawer even after turned off machine and re-seated cables. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer reseated cables,shut station down and restated station to resolve the issue. The system functioned as intended after the field service engineer serviced the device.